Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's lead migrated, confirmed by x-ray. It is unknown which lead was at fault. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000133105.